Event description:
Customer reportedly received the following results on two different meters within 10 minutes: 271 mg/dl (compact plus system 1) and 98 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. (B)(4). Device evaluated by MFR: will not be returned to manufacturer.